Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, and missing reservoir tube o ring. The pump was received with a cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a damaged battery compartment and reservoir compartment. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was unable to confirm how the damage occurred. The insulin pump was returned for analysis.